Manufacturer narrative:
An event regarding infection and corrosion involving an accolade stem was reported. The infection event was not confirmed; however the corrosion event was confirmed via product inspection. Method & results: device evaluation and results: visual inspection visual inspection was performed as part of the material analysis report (mar), dated 12-nov-2019. This inspection indicated damage was observed on the stem consistent with the explantation process. Debris was observed on the stem trunnion which was collected on an sem stub for further analysis. Biological material was also observed on the anterior and posterior surfaces of the stem. Material analysis a material analysis has been performed. The report concluded damage on the stem was consistent with the explantation process. Xrf showed the stem and head base alloys were consistent with their respective drawings. Eds showed that the debris from the head and stem were both consistent with an oxide, a corrosion product, biological material, and the stem base material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Dimensional and functional inspection not performed as these aspects are not in question. Clinician review: a review of the provided medical records by a clinical consultant stated they "cannot confirm event, need additional information; revision operative report, clinical and past medical history, additional serial dated x-rays and examination of explanted components.¿ device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar events for lot or sterile lot referenced. Conclusion: a review of the provided medical records by a clinical consultant stated they "cannot confirm event, need additional information; revision operative report, clinical and past medical history, additional serial dated x-rays and examination of explanted components.¿ all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, revision operative report, clinical and past medical history, additional serial dated x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
Patients hip was revised for infection. Upon extraction of the accolade tmzf hip stem and v40 lfit head, corrosion was noted around the stem trunnion.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident 0 deg insert 40mm; cat# 623-00-40f; lot# mkd41a. Trident psl ha cluster 54mm; cat# 542-11-54f; lot# mkm03r. Unknown screw; cat# unk_jr; lot# unknown. Unknown dome hole plug; cat# unk_jr; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Patients hip was revised for infection. Upon extraction of the accolade tmzf hip stem and v40 lfit head, corrosion was noted around the stem trunnion.